Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established during this evaluation. The heartmate ii lvas instructions for use (IFU) rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23dec2009. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. The cause of death was not provided. No autopsy was performed. The pump was not explanted.